Manufacturer narrative:
Follow-up 06/15/2016: customer reported that they changed their infusion site and bg levels returned to normal. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 417 (mg/dl) for 2 days. Customer exercised, administered boluses, and changed pump supplies to treat bg levels. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Customer indicated that they would change infusion site, and recommendation was made to contact health care provider to discuss diabetes management.